Event description:
The customer reported having low blood glucose of 54mg/dl, and by the time the paramedics arrived his blood glucose already went up. Troubleshooting was performed, and the drive support cap was flush. The caller stated that he did not eat enough before going to the store. Reviewed the programming and priming technique and they were correct. The reservoir was showing the same amount of insulin as shown on the status screen. Assisted the customer to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.